Event description:
A report was received that indicated during use on a pt, the cannula broke off the administration set inside the pt. Pt contacted physician who recommended no action. No permanent adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated, the MFR will file a f/u report detailing the results of the eval once it is completed.